Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The femostop ii plus instructions for use indicates that the following possible adverse effects may result from the use of this device: tissue necrosis, blistering of the skin/skin abrasion, and compression injuries to nerves with subsequent sensory and motor deficits. The femostop ii plus instructions for use warns the user to not leave the system on the patient for inappropriately long compressions, as tissue damage may be produced. A brief interruption at least every three hours of pressure is recommended during long compression periods. Inappropriately long compression and/or immobilization may increase the risk for thrombosis or embolization which could lead to patient injury or death.

Event description:
A femostop ii plus was applied to achieve hemostasis after percutaneous cardiopulmonary support (pcps), which was delivered through a 16f sheath for cardiopulmonary resuscitation. It was alleged that it took more than three hours to achieve hemostasis using the device under gradual reduced pressure because of the large diameter sheath (16f) used. Hemostasis could not be obtained following the recommended protocol. No brief interruption was taken while compressing, but the pressure was gradually reduced depending on the hemostasis condition. It was reported that 10-15mmhg was added to the pressure when bleeding was observed. Several hours after hemostasis was achieved, the patient developed a pressure ulcer at the puncture site. It was reported that the patient's hospitalization stay was extended due to this event. The patient is stable but is still in treatment.